Manufacturer narrative:
Therefore, because this event resulted in a serious injury, it is reportable per 21 cfr part 803. The proglider file sterile 25mm returned in loose is actually broken in the active part (torque+fatigue). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during DHR review (batch #1550277). Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Root causes are not identified. This kind of event is tracked and we monitor the trend.

Event description:
In this event it was reported that a proglider file broke during use. The patient's tooth was extracted.